Event description:
A pump declared alarm 20 while the customer was pumping, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by loading a new cartridge, the alarm recurred, and the pump was not replaced due to being out of warranty. The customer was guided to use multiple daily injections as a backup therapy and instructed to return the pump to tandem using a pre-paid label.